Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer had differences between their sensor glucose and blood glucose readings. The customer stated their blood glucose was 175 mg/dl. It was also found the customer's sensor would frequently alert them of a low, when they were not low. The customer's insulin pump would also go into threshold suspend. Customer's insulin pump will be replaced. No additional information provided.